Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a f/u report when our investigation is completed.